Event description:
A nurse called on behalf of the customer. He stated the customer rec'd a blood glucose reading of 87 mg/dl using her contour meter. The customer's glucose was retested using another meter and that reading was 200 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.